Manufacturer narrative:
Quality engineering was unable to perform an investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: separated portion of guide wire required surgical intervention to prevent permanent impairment. Device issue: separated guide wire. It was reported that the lesion was in the mid rca and the vessel diameter was 4.5 mm. After pre-dilatation, a stent was implanted in the rca and a whisper guide wire was used. The stent was expanded elliptically and it did not hold the vessel wall so post-dilatation was performed with a balloon catheter. The distal portion of the stent still seemed to be inadequately expanded. Ivus was used and the distal end of the whisper was found in the proximal stent. There was no back-up and it was re-delivered (pushed) to engage the distal end in the distal rca/pd. There was no resistance at this time. Then, ivus was delivered onto the whisper, but it was unable to go into the implanted stent. The physician gave up with the ivus and attempted to withdraw it. Upon withdrawal, resistance was met in the proximal rca. The ivus catheter and guide wire (proximal portion) were removed. A distal separated portion showed up on the angiogram which was located from the aorta to the distal rca/pd and the proximal end of the separated portion was flowing in the aorta. Another guide wire and gooseneck snare were used; however, the separated guide wire was stuck with the implanted stent in the mid rca and it was very difficult to retrieve. It ended up that the proximal end and distal end of the separated guide wire were in the aorta and the middle was still stuck with the stent. The procedure was closed and the patient was transferred to another hospital for surgery by helicopter. The separated portion and stent were removed and reportedly the patient was doing better. No additional event or patient information was available.